Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and it shows a holder with blood leakage inside, but the flashback needle itself is not in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. This complaint could not be confirmed for hub-collar separation. Bd was not able to identify a root cause for the indicated failure modes. H3 other text: see h.10.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle the needle and holder separated and blood leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: phase: during preparation and during use of the outpatient blood collection room defects: needle disengagement and rubber sleeve end leakage occurred respectively.